Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation of the returned device. On functional testing, the returned device was inflated with the in-house presto inflation device, and upon inflation, a leak was observed near the distal tip. Under microscopic observation, a pinhole balloon rupture was observed. No other functional testing was performed. During the functional testing, upon inflation, the balloon was leaking, and furthermore, during the microscopic observation, a pinhole balloon rupture was identified. Hence, the investigation was confirmed for the reported leak and the identified balloon rupture respectively. The investigation was also confirmed by the reported user error of using a balloon catheter in a canine, although it's unlikely using in canine would greatly increase the chances of rupture. A definitive root cause for the reported leak, use error of using a balloon catheter in a canine and the identified balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a balloon valvuloplasty procedure for valvular pulmonic stenosis, through the right jugular vein, the device allegedly had a leak between shaft and balloon interface. The procedure was completed with another device. There was no reported patient injury.